Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft on (B)(6) 2020 and suture was used. During coronary anastomosis, the suture was broken. The surgeon commented that the suture was caught on the blue covering cloth, causing the suture breakage. The needle had not fallen into the patient. The needle could be found immediately. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No additional information was provided.